Manufacturer narrative:
(B)(4). Date of event: only event year known: 2019. Batch # r5c692. Device analysis: the analysis found that one ec60a device was returned with the closing trigger closed, the knife buckled and exposed trough the joint cover area; and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device and to preserve evidence. The damaged on the knife is consistent with applying a high force to the firing trigger on a locked device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the surgeon used an ec60a in laparoscopic lar, the device articulation site was broken, and the spring coil exposed. So, they change the new ec60a. Procedure was completed successfully. There were no patient consequences.